Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, image was disappearing due to dp board issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The device is an olympus asset that was returned to olympus canada for inspection. During a standard inspection of a customer returned asset, printed-circuit board failure was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2020. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, the cause of the phenomenon is likely a faulty circuit (dp) board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.